Event description:
Device 1 of 2. Reference MFR report# : 1627487-2014-01619. It was reported the patient (B)(6) is experiencing uncomfortable pocket heating while recharging. The patient was educated on charging techniques as well as to advised to recharge at intervals.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.